Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the staple lines did not form properly. The sureon applied suture to complete the procedure without pt injury.

Manufacturer narrative:
6/26/96-supplemental report #1 submitted to FDA.